Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint. Failure analysis confirmed the customer reported complaint. The instrument was found with a broken clevis. One of the ears of the clevis, along with both grip tips and pin, broke off the tip. All fragment(s) appeared to be returned with the instrument. As a result of the physical damage, the inner components of the wrist were exposed. The known cause of this failure is mishandling/misuse. Based on the failure analysis results, this MDR report is being retracted due to the following conclusion: there is no evidence that the isi device caused or contributed to an adverse event if it were to recur. This event involved fragments falling into a patient and was successfully retrieved. The instrument was returned to isi, evaluated, and it was determined that the instrument damage was likely due to mishandling/misuse.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, a piece of the ceramic sleeve broke and fell inside the patient. The broken fragment was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, a piece of the ceramic sleeve from a fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved laparoscopically and the site performed an x-ray test to check for remaining fragments. The instrument was inspected prior to use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.